Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a forearm (radius/ulna) fracture repair on (B)(6) 2015. While the surgeon was tightening a 2.7mm cortex screw self-tapping 14mm, the screw broke. The broken piece of the screw was removed with the hollow reamer from a back-up screw removal set; the threaded portion of the screw which was embedded in the far cortex remains in the patient. Also during the procedure, the surgeon removed the original plate and replaced it with a new, unknown larger plate. There was no other medical intervention. There was a surgical time delay of twenty-five minutes. The surgery was successfully completed with no harm to the patient. This is report 1 of 1 for com-(B)(4).